Event description:
It was reported that a minicap extended life pd transfer set had foreign matter on the tube. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual sample was returned for evaluation. Visual inspection was performed and particulate matter was observed between the bushing and silicone tubing. The particulate matter was described as loose, black, thin, and located outside the fluid pathway. The particulate matter was identified by both manufacturing and quality to be hair. The direct cause of the condition was determined to be manufacturing related issue and occurred during the assembly process. As there is no breach in the sterile pathway, there is no risk of contamination and/or infection of the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.